Manufacturer narrative:
Pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. Unable to verify compromised force sensor alarms due to motor error alarms. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm. Customer states drive support cap was sticking out. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.